Manufacturer narrative:
The customer received a replacement lid. The device was not returned to stryker for further evaluation, no root cause could be established.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.